Manufacturer narrative:
Medtronic received additional information that while removing the sutures from the right groin, the white fastener ring from the ECMO (extra corporeal membrane oxygenation) cannula was separated from the cannula and found inside the sutures. The customer was able to retrieve that part from the incision site. The device was used while the cannula was in place, no additional suture ring was required. It is unknown at this time if this was the source of an underlying infection. The ring was removed during dressing change of the cannula post suture removal. A forceps was used to help retrieve the ring. The suture ring remained on the cannula while the cannula was in use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after use of a bio-medicus nextgen femoral bi-caval venous cannula, a removable suture ring on the cannula came off and was left inside the patient. The component was surgically removed from the patient. No replacement of the device was necessary to complete the case, and device use was continued.there was no patient impact associated with this event.